Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues. The explanted device was returned to the MFR for eval and the pump motor was dynamically tested under various loaded conditions using a mock circulatory loop and was found to operate as intended with no alarms observed; however, visual inspection and disassembly of the pump revealed moderate wear that occurred to the internal components of the lower main bearing and commutator housing which most likely occurred as a result of lubricant loss allowing the rotor to come in contact with the electronics within the assembly, which in turn appeared to contribute to significant rotor drag. The observed bearing wear could cause mechanical interference and potentially lead to device end of life; however, a direct relationship between these findings and the reported event could not be conclusively determined. A review of device history records showed no deviations from mfg or qa specs that would affect pump function or performance. Bearing wear issues have been addressed through the MFR's design change system, and the new bearing design has been submitted in a PMA supplement for FDA review. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt had been experiencing shortness of breath (sob) for approx two weeks, and as a result, required aortic and tricuspid valve repair secondary to severe aortic insufficiency/tricuspid regurgitation and sob. During the surgery to repair the valves, the hospital made a decision to exchange the lvad with another lvad as the pt was 17 months post-implant, and device end of life was suspected.